Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was placed. The drain broke when it was pulled out of the patient in the patient's hospital room. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The fluted part of the drain was cut or snapped. The surface appears very even. It was possible that the drain was damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.